Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a photo was returned for evaluation. Upon visual inspection of the two pictures, a winding former of product code of ep8704sl with a needle/suture strand and a detached needle could be observed. However, no conclusion could be reached on how this happens as the sample was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Date sent to the FDA: 03/16/2021. A manufacturing record evaluation was performed for the finished device batch paj704 and no non-conformances were identified. Additional h6 component code: g07002 - reported condition not confirmed. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned samples determined that five sealed boxes (36 ea.) Of product code ep8704 were received for evaluation. Visual inspection of unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected and the length of the stamping area was measured to the needles and is within specification. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested and following was obtained: please specify how many pull offs occurred in this single procedure (B)(4) - 1-2 ea. Did the sutures have contact with the patient? Was pull off occurred during use on the patient? - yes. Event/procedure date? - as I fill in report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-01373 and 2210968-2021-02392.

Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify how many pull offs occurred in this single procedure (B)(4)? Did the sutures have contact with the patient? Was pull off occurred during use on the patient? Event/procedure date? Lot number? Based on bq response that 10 sutures pull offs were not occurred in this single procedure, please create additional files for each procedure with specific quantity pull offs. Please provide pc number for each additional procedure. Device return status?

Event description:
It was reported that the patient underwent a CABG procedure in 2021 and the suture was used. It was reported that the swage bigger than normally and suture easily to separate from the needle. There was 5 minutes delay in surgery. The procedure was completed successfully. There were no patient consequences reported. Additional information has been requested.